Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the patient presented for wound check it was observed that the right ventricular (rv) lead was unable to capture at maximum output. It was confirmed by x-ray that the rv lead had dislodged. The rv lead was repositioned and remans in use. No patient complications have been reported as a result of this event.